Manufacturer narrative:
As no information was provided and as the serial number of the lead is unknown and the lead is not returned to be analysis, no conclusion could be established. The event is recovered in our database for trends purposes.

Event description:
Twos, short v-v twos on ves last month and adjusted the rv sensitivity to 0.45mv. No further twos was seen with arm manipulations after this change. There has also been a significant increase in short v-v intervals of 12015x since (B)(6) 2023 (11385x since (B) (6) (2023) and then 3698x between (B)(6) 2024. This report reflects information received by FDA in the form of a notification per 803.22 (b)(2).